Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
It was stated in the manufacturer narrative that the device was not returned, and "an investigation of the reported issue could be performed." This is incorrect. An investigation could not be performed because the device was not returned.

Manufacturer narrative:
The device serial number was inadvertently not included in the initial report. The serial number is (B)(4). The initial report stated that the manufacture date was 01/2012. The correct manufacture date is 12/16/2011. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that post-operatively, the touch screen of the s5 roller pump stopped functioning. There was no patient involvement. The touchscreen was replaced to resolve the reported issue. Several attempts were made to obtain additional information about the replaced part, however these attempts were unsuccessful. As the device was not returned, an investigation of the reported issue could be performed, a root cause could not be determined and corrective actions were not identified. Sorin group (B)(4) has not heard any report of recurrence following the touch screen replacement. The complaint investigation was concluded on august 25, 2016. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Device requested; no response received.

Event description:
Sorin group (B)(4) received a report that post-operatively, the touch screen of the s5 roller pump stopped functioning. There was no patient involvement.